Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary medication was extremely hot; nurses unloaded the cubie and found burned plastic. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was burning hot and the plastic was burnt. A field service engineer (fse) identified that the full height drawer row board was failed, and the liquid spill caused this electrical damage. Fse replaced the row board, tested the drawer and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.